Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the physician was unable to insert the introducer sheath over the guidewire. The procedure was completed successfully with a new device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one introducer sheath and dilator reportedly from a powerport slim ti with 6 fr s/l polyurethene catheter kit, along with a third party introducer set, were returned for evaluation. Damage was noted to both the tips of both the sheath and dilator. Resistance was noted when attempting to insert the tip of the dilator into the tip of the sheath. Based on the findings, the investigation is confirmed for the reported insertion difficulty, specifically due to a damaged sheath/introducer. It is likely that the identified damage contributed to the reported insertion issues, as the damage changed the shape and diameter of the tips of both the sheath and the dilator. However, the definitive root cause for the damage could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include excessive force, insertion technique and insufficient-sized skin nick. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the physician was unable to insert the introducer sheath over the guidewire. The procedure was completed successfully with a new device. There was no reported patient injury.